Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2006.

Manufacturer narrative:
Investigation: the following allegations have been investigated: pulmonary embolism (pe), embedment, deep vein thrombosis (dvt), inferior vena cava (ivc)/iliac veins occluded, complex retrieval, tilt, filter deformed, surgical intervention, le edema, anxiety, worry, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported filter deformed, surgical intervention, le edema, anxiety, worry, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to controls. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter via the right common femoral vein due to trauma; followed by two unsuccessful retrieval attempts (B)(6) 2017, (B)(6) 2018 and a successful complex, percutaneous filter retrieval on (B)(6) 2021. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "anxiety of having a filter that could fail further at any time, but that could not be retrieved without a serious surgery. I was worried because my filter had perforated outside of my vena cava", physical limitations, multiple post filter implant deep vein thromboses (dvt), one pulmonary embolism (pe) post filter placement per a computed tomography (CT) abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter superior l2 vertebral body. Inferior extent mild l3 vertebral body. A total of 4 prongs have perforated through ivc series 2 image 46. Maximum distance prongs perforated through ivc 6.67 mm series 2 image 46. Coronal images 0.12 degree tilt right to left series 601 image 52. Sagittal images 6.69 degree tilt posterior anterior series 602 image 79. Diameter of ivc directly above filter 19.63 mm x 15'.30 mm series 2 image 35." Per the successful complex filter retrieval: "according to the patient there have been at least two attempts to retrieve the filter at an outside institution which were both unsuccessful. The patient was transferred from an outside institution with right lateral lower extremity swelling which had increased. A subsequent CT scan of the abdomen and pelvis revealed chronic occlusion of the bilateral common and external iliac veins with inferior vena cava filter in place. The infrarenal inferior vena cava was occluded. Extensive collaterals are visualized overlying the abdominal wall. The patient presents for attempted retrieval of inferior vena cava filter and recannulization of the iliac veins and inferior vena cava". "Impression: 1. Chronic total occlusion of the infrarenal inferior vena cava, bilateral common iliac and external iliac veins. 2. Complex retrieval of cook gunther tulip infrarenal inferior vena cava filter. 3. Recannulization of the inferior vena cava and bilateral common iliac veins with stenting with bilateral 16 mm x 120 mm boston scientific vici venous stents. 4. Angioplasty of inferior vena cava and bilateral common iliac vein stents to 12 mm. 5. Recannulization of common and external iliac veins with stenting with bilateral 14 mm x 120 mm boston scientific vici venous stents. 6. Angioplasty of bilateral external iliac vein stents to 10 mm. 7. Thrombolysis and suction thrombectomy of acute thrombus within both common and external iliac vein stents".

Manufacturer narrative:
Non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008, and the filter subsequently perforated the patient's ivc. Hospital and medical records have been requested, but not yet provided.